Event description:
Obturator head snapped off while inserting trocar into patient for surgical procedure. Per the surgeon who reported this device issue -- both covidien spacemaker access and dissector devices appear to be manufacturing issues. In both instances no force had been applied and the top/obturator essentially fell off. Manufacturer response for laparoscope, general plastic surgery, spacemaker (per site reporter):